Event description:
It was reported by the affiliate that a patient had a laparoscopic right ovarian cystectomy in 2008. It was a straightforward case, the patient had no adhesions and case went well. The energy devices used in the case were as follows: laparoscopic scissors (product code 5dcs), re-usable blunt jaw instrument and l hook, supplied by a different company. At approximately 15 days later, the patient collapsed and was taken to a hospital. The patient underwent a small bowel resection as a result of what seemed to be a burn injury to a section of the small bowel. The surgeon who performed the small bowel resection was of the opinion that the burn injury was as a result of thermal coupling with one of the energy instruments used. It was his opinion that the coupling occurred along the shaft of the energy instrument used, as opposed to the tip, from the location of the burn on the bowel. At the initial facility, they have reported that the re-usable blunt jaw instrument and l hook instrument used in the initial case, underwent a pin-hole test following this complaint, and both were certified as being in correct working order, by the company who supplies them. As the product was disposed of after use, there is no product to return for analysis.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.